Event description:
Patient called back and reported that he received the new dtc but his recharger (insr) is not powering up when connected to the new dtc. Patient services (pss) is sending a request to repair for the recharger (insr).

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned previous information in this case. Patient was taking 10 hours to recharge the implant and the implant charge would be gone super quick. Patient saw their healthcare provider (hcp) 2 months ago. Patient was redirected to patient services to page a representative. Agent reviewed information. Agent redirected patient to their hcp and provided/reviewed nas phone number. Agent closed case. Patient repeated previously documented information and still needed help locating an hcp. Patient said they needed to find a doctor to replace their implantable neurostimulator (ins), and mentioned their legs had been hurting really bad. Patient wanted hcp from lansing, mi at sparrow pain management center; agent used physician locator to find hcp and provided patient with phone number on profile. Patient asked how to set up a rep to meet with them at an appointment; agent provided and explained use of nas phone number. Patient mentioned they had their ins battery changed in the past.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have not been able to charge their implanted neurostimulator since about 10 days ago. Patient stated they were getting a message on the recharger about 6 months ago that said to call the ER or something like that. Patient stated the antenna was very hot and burning his back when recharging the ins and his skin was red but there is no tissue damage on the skin. Patient mentioned they are in a lot of pain because their implant is dead and they can barely stand up and walk. Patient stated they are working with hcp ofc to get the ins replace soon. Agent reviewed eri (elective replacement interval) and eos with the patient. Recharger not getting a charge, recharger is dead. During the call the patient attempted to use their patient recharger to check their implant status and patient said there is no power on the recharger. Agent asked patient to use the mystim pp to connect to the implant and patient said he can't find the pp. The iss ue was not resolved through troubleshooting. A request was sent to the repair department to replace the device insr antenna cord and dtc cord. Agent redirected patient to their healthcare provider to further address the issue.